Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer's blood glucose (bg) was 415-420 mg/dl. The customer continued to use the pump for insulin therapy.